Event description:
Our affiliate is reporting that a pt had an unidentified foot repair procedure. During the procedure, a "mini round burr blade" somehow malfunctioned, and a portion of it broke and caused an as yet undetermined amount of cartilage damage to the pt's foot. [At this point in time, this is all the info that has been made available to us ... Questions out to our affiliate for further detail and clarity...]

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and evaluated, the results will be the subject of the follow-up report.